Manufacturer narrative:
Product analysis: analysis of the programmer confirmed the customer comment that the display hinge was broken. Analysis also noted that the lower-case feet were worn, the lower display hinges were damaged, the stylus tip was pulling apart, the lower hinge plate was broken, the system fan was noisy and the hinge plate screws were missing. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer returned into service and subsequently tested out of specification during manufacturer analysis. There was no patient involvement.